Manufacturer narrative:
(B)(4). Device evaluation: product testing could not be performed because the product was not returned. A product quality deficiency could not be confirmed. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no other complaints for this production order number have been received. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported an intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye) on (B)(6) 2020. The iol was explanted on (B)(6) 2020 due to complaint that the doctor was about a diopter and a half off on the lens and replaced with the same model lens with a different diopter size. There was no complications, such as capsular tear, no incision enlargement, no serious patient injury, no unplanned suture(s), and no unplanned vitrectomy. It was also reported the patient had hypertension and ocular hypertension. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Additional information was received, and the following fields were updated accordingly: device available for evaluation; returned to manufacturer on: 06/30/2020. Device evaluation: the complaint lens was received inside a plastic specimen container. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency since this was already in the initial report. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.